Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 463 mg/dl; the customer's basal delivery suspended for unknown reasons. No symptoms were mentioned regarding the high blood glucose. The patient treated via manual insulin injectiontroubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. A high pressure test was not performed. The customer discovered that the basal delivery suspended due to the auto-off feature. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. The insulin pump was not returned for analysis.